Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that on (B)(6) 2014, they received a call from the hospital informing that the customer's blood glucose went a little low and they fed the customer. The customer's blood glucose value was not specified. The customer was hospitalized on (B)(6) 2014 and passed away on (B)(6) 2014. The cause of death was septic shock with underlying osteomyelitis. The infection started in the spring; it was in the foot from an ulcer. The customer had kidney failure and was on dialysis. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The caller stated that a year ago they returned the customer's two insulin pumps. The caller could not verify either of the pumps' information. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.